Event description:
Dealer advised enduser stated unit would not turn on. Dealer advised took unit back to shop and found issue was on off power switch. Dealer could not provide any further information.